Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 9f sheath after a carotid artery stenting interventional procedure. Reportedly, the suture broke while removing the plunger. The procedure was continued but the device could not achieve hemostasis after tightening the knot. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the suture broke while removing the plunger and the procedure was continued. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not use the perclose proglide smc device if the components appear to be damaged or defective. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks, due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.